Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. The battery compartment had cracks observed from the thread area to the case seal and below the grip pad. The display screen was dim and discolored.